Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012419830 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the guidewire lumen was observed to be detached from the tip. The nitinol distal arm was detached from the tip and the guidewire lumen tip was missing. In conclusion, the issue (the generator did not recognize the catheter) was not confirmed through testing and the catheter failed return inspection due to the guidewire lumen was detached from the tip and the guidewire lumen tip was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system, there were issues with the catheter and cable connections. The first catheter displayed electrical noise on the electrograms of electrodes 6-9, and after approximately 20 therapy deliveries, the generator ceased to deliver energy, identifying a wire contact issue with the electrodes. Troubleshooting steps included swapping out the electrogram pins and the catheter interface cable, which did not resolve the issue, leading to the replacement of the catheter. The second catheter was prepped, but the generator failed to recognize it, displaying an error on the screen. Multiple shutdowns and restarts of the pulse select generator, along with swapping the catheter cable, did not resolve the issue. A third catheter was then used, allowing the procedure to be completed without further issues. No patient complications have been reported as a result of this event.